Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the fan on the left side is not working, the programmer is overheating. It was also determined at analysis that the radio frequency (rf), head connector on the legacy equipment manufacturer (lem) board is loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s fan on the left side is not working, the programmer is overheating. The programmer was returned to service and repair. No patient complications have been reported as a result of this event.